Event description:
It was reported that the lead dislodged. During lead revision, the lead was noted to be "curved badly" and had tissue on the tip. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that there was an outer insulation finding with visual analysis noting a slight wave to the lead which most likely happened because the lead was implanted for almost a year. The proximal conductor was distorted. The outer insulation had cosmetic environmental stress cracking and a cosmetic depression. There was blood in/on the helix/lobe mechanism. Visual analysis noted that there was no tissue on the helix and the curve shape of the lead was not wrong.